Manufacturer narrative:
Film evaluation summary: the reported exacerbation of copd, bowel ischemia and patient death could not be assessed on the pre-implant films received, therefore a cause of these events can not be determined. Procedural angiograms or post -operative CT's were not received for a thorough analysis of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an 58mm abdominal aortic aneurysm on (B)(6) 2024. The neck was noted as wide and angled. The proximal aortic neck diameter was 29mm and 14mm in length. Mild neck calcification and thrombus was present. The patient had a narrow distal aorta. It was reported two days post index procedure, the patient presented emergently experiencing an exacerbation of copd and bowel ischemia. The patient was readmitted to hospital and it was reported expired 3 days post the index procedure. Per the physician the cause of death was related to the exacerbation of copd and bowel ischemia.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1613c124e, serial/lot #: (B)(6), ubd: 23-may-2025, UDI#: (B)(4) ; product ID: etlw1613c124e, serial/lot #: (B)(6), ubd: 22-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: per the physician the patient death was related to the procedure rather than the endurant stent grafts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.